Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4; b5; d2; d4; d9; g3; g6; h2; h3; h4; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history record identified no deviations or anomalies during manufacturing. The device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: straight exact broach handle; item#: 31-555500; lot#: zb180807. Report source: spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the products were broken during an initial surgery. No impact to with patient.due diligence is in progress for this complaint; to date no additional information or product has been received.